Event description:
Discordant, falsely low magnesium (mg) results were obtained on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on the same and an alternate dimension vista instrument with higher results. The corrected results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium results.

Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse ran an alignment test, a probe test, and a system check, all of which passed. The cause of the discordant magnesium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.